Event description:
It was reported that a right ventricular (rv) lead dislodged from it's original implanted position approximately five weeks post implant. The rv lead could not be repositioned  with acceptable sensing and pacing thresholds. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.